Event description:
During preparation for a coronary artery bypass graft surgery, four heartstring seals unraveled while loading the seals into the delivery tube. The fifth seal didn't deploy out of delivery tube. The hospital did not provide any additional information. No patient complication is were reported.